Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced postoperative bleeding, significant dyschezia, pelvic pain, defect in the peritoneum on the left superior portion on the area of the previous graft resection and epiploica of the bowel coming out of this area, and residual scar tissue. Transvaginal examination under anesthesia, posterior vaginal graft excision, and left labial reduction.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisoft biomesh is for single patient use only and is to be implanted surgically. If either the outer polyester/ polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).